Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 stoppers were insecure in their respective bd plastipak¿ concentric luer lock syringes', and "did not tolerate withdrawals" during use. As a result, the plunger stopper separated from the syringe. The following information was provided by the initial reporter: "the customer informs that during two separate cases of tavi-procedure, the valve catheter is being glued using a 50 ml syringe. The synthetic rubber in the plunger did not tolerate withdrawals as they were repeated multiple times. The black synthetic rubber dislocated. The substance used in the 50 ml syringe was a mix contrast-media and saline."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/5/2020 h.6. Investigation: two samples were provided to our quality engineer team for review. Upon visual inspection, the stopper is observed to be partially disassembled from the plunger. The product was disassembled, there was no damage or molding defects observed that could have contributed to this incident. A device history review was performed for lot 2001218, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. While we could not identify a direct issue, it was determined this failure occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly.

Event description:
It was reported that 2 stoppers were insecure in their respective bd plastipak¿ concentric luer lock syringes', and "did not tolerate withdrawals" during use. As a result, the plunger stopper separated from the syringe. The following information was provided by the initial reporter: "the customer informs that during two separate cases of tavi-procedure, the valve catheter is being glued using a 50 ml syringe. The synthetic rubber in the plunger did not tolerate withdrawls as they were repeated multiple times. The black synthetic rubber dislocated. The substance used in the 50 ml syringe was a mix contrast-media and saline."